Manufacturer narrative:
The investigation determined the issue was consistent with a pre-analytical handling issue.the investigation did not identify a specific cause of the event.

Event description:
There was an allegation of questionable online tdm valproic acid results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial result was 4.2 g/ml. The result was questioned by the physician, and the sample was repeated. The repeated results were 184.3 g/ml and 109.5 g/ml. A dilution was performed, and the result was 219 g/ml. This result was believed to be correct. The customer indicated that the sample quality was in question.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The customer declined a service visit because repeated results for all other valproic acid samples, which were tested the previous week, were acceptable and matched the original results. A sample quality issue is suspected. The investigation is ongoing.